Event description:
During arthroscopic shoulder acromioplasty, the linvatec trident cautery tip, that was being used to ablate soft tissue, separated from the instrument. The tip was not retrievable or visible arthroscopically and the pt's shoulder had to be opened to allow access for exploration and removal of the tip. Pt's outcome was good and was not materially affected by this event.